Event description:
Patient representative reported right side "accentuated/severe capsular contracture and free liquid". Patient representative reported "capsular contracture baker grade IV diagnosed with ultrasound and clinical examination, multiple cystic, discomfort with hardening of the breast and intramammary lymphnodes". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported "accentuated/severe capsular contracture and free liquid". Patient representative reported "capsular contracture baker grade IV diagnosed with ultrasound and clinical examination, multiple cystic, discomfort with hardening of the breast and intramammary lymphnodes". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Healthcare professional reported right side infection and capsular contracture, baker grade IV. Healthcare professional additionally reported "cut on side". The device has been explanted.

Event description:
Patient representative reported "accentuated/severe capsular contracture and free liquid". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Cyst(s): unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported "accentuated/severe capsular contracture and free liquid". Patient representative reported "capsular contracture baker grade IV diagnosed with ultrasound and clinical examination, multiple cystic, discomfort with hardening of the breast and inframammary lymph nodes". This record is for the right side. Device has been explanted with non-abbvie device.